Manufacturer narrative:
Correction: facility name updated in english. Additional information: the system checkout documentation. The issue resolved after the computer was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. No "no signal' messages were observed. No error messages were received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735225, serial/lot #: unknown. Foreign country (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system was powered on, however, only "no signal " was displayed and the device was not started. The site rebooted the system approximately 10 times, but the system would not start. Navigation was aborted causing no delay to the procedure. No impact on patient outcome.